Event description:
ICU staff responded to a pt whose ECG was diagnosed as emd. The device was connected to the pt to administer external pacing. According to the reporter, when the current knob was turned up, the device alarmed and displayed a "service" indicator. A backup device was immediately called for and used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up pacemaker.